Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage closure (laac) procedure was being performed concomitantly following ablation procedures. A watchman fxd curve access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected for use. After one deployment with the device there was one recapture. A second deployment in the appendage was completed. Contrast was used and no leaks were noted and the position, anchor, size and seal (pass) criteria was met. During the final measurements, the physician was notified of low blood pressure. The physician did a sweep with the intracardiac echo (ice), and a pericardial effusion was found on the right side. The physician decided to release the device and started a pericardiocentesis. Blood was still collecting in the pericardial space. Cardiovascular surgery was consulted. Emergent surgery was needed to stop the bleeding. It was noted the patient was on plavix at the time of the procedure. There were no further complications.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage closure (laac) procedure was being performed concomitantly following ablation procedures. A watchman fxd curve access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected for use. After one deployment with the device there was one recapture. A second deployment in the appendage was completed. Contrast was used and no leaks were noted and the position, anchor, size and seal (pass) criteria was met. During the final measurements, the physician was notified of low blood pressure. The physician did a sweep with the intracardiac echo (ice), and a pericardial effusion was found on the right side. The physician decided to release the device and started a pericardiocentesis. Blood was still collecting in the pericardial space. Cardiovascular surgery was consulted. Emergent surgery was needed to stop the bleeding. It was noted the patient was on plavix at the time of the procedure. There were no further complications.